Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Symptoms resolved approximately three months after the onset of symptoms.

Manufacturer narrative:
Clarification: year of birth noted as (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient ¿developed a knot after having been injected with [unspecified] juvéderm® volift¿¿ with ¿granuloma and massive swelling.¿ biopsy was not provided. Treatment was noted as hyaluronidase 150u and volon a 40. Healthcare professional stated ¿some residual symptoms remain.¿